Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii seal rolled and got stuck in the holder. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the delivery device was received separate but the plunger was not depressed. The seal was in the loading device, and there was no evidence of blood. Based upon the received condition of the device, the reported failure was confirmed. A lot history record review was completed and there was no nonconformance that could have attributed to the reported failure mode. (B)(4).